Manufacturer narrative:
The referenced infection was reported under medwatch MFR report# 2916596-2018-00336. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 years, 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that in the perioperative period the patient was noted to have empyema and (B)(4) bacteremia, and workup revealed presence of a left-sided effusion. The patient was subsequently taken to operating room and underwent left lung decortication by thoracotomy. The patient was then discharged home and eventually convalesced and was in usual state of health (usoh) and when an adequate donor heart became available, the patient received a heart transplant. No additional information was provided.